Event description:
Customer alleges that the pin snapped off at the front riggings section. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 9 years 11 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.